Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23, which has similar products distributed in the us, list numbers 01l81 and 04p54.

Event description:
The customer reports a (B)(6) architect (B)(6) qualitative ii confirmatory assay result for one patient sample tested on an architect i2000sr analyzer. Architect(B)(6) assay results for this patient are (B)(6) at (B)(6). Architect (B)(6) qualitative ii assay results were (B)(6) at (B)(6) . The following summary was provided by the customer: sample 1: architect(B)(6) qualitative ii confirmatory assay: (B)(6); sample 2: architect (B)(6) qualitative ii confirmatory assay: (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. A review of the architect i2000sr analyzer instrument logs verified the customer issue. No returns were made available from the customer site. Clinical sensitivity testing was performed using an in-house retained kit of architect (B)(6) confirmatory assay reagent lot 78346fn00. All results were acceptable demonstrating that the performance of this lot is performing acceptably. A review of the quality product history for this reagent lot did not identify any issues associated with the current customer observation. The architect (B)(6) confirmatory assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. It is possible that an instrumentation issue around the time of testing may be a factor in this case as elevated dark (background) peaks were observed during sample testing. Elevated dark peaks may indicate suboptimal instrument optics. Sample or reagent integrity issues may also contribute towards discrepant results.